Event description:
The technician indicated that the right side rail will not latch.

Manufacturer narrative:
The technician found the side rail stop assembly was pushed against the release arm, causing the side rail to not latch. The technician adjusted the stop assembly to repair the bed.